Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working. Therefore, the reported condition was confirmed. An assessment was performed on the device which found that the device did not function. It was determined that the device was not functional, had no power, and the pre-test could not be completed. It was further determined that the electric motor was not functional. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure it was observed that the small battery drive device was not working. It was reported that the device had no power at all. It was reported that there was a five minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.